Event description:
While removing the temporal bone, the disposable stryker router bit snapped at the tip. This single snapped-off piece was retrieved and was not lost in the surgical wound site. The surgeon was satisfied with this result and the procedure was completed without further issue.